Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high impedances and thresholds, the physician then decided to replace with new lead. No additional adverse patient effects were reported.